Event description:
Philips received a complaint by the customer on the v60 indicating that the device displayed (post)check vent: proximal pressure sensor auto zero failed message. Alarm occurred while a test run was being performed in our sales office it was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-16938.

Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The pse replaced solenoid valve 3 and solenoid valve 4 to resolve the reported issue . The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.